Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer confirmed that the insulin pump's buttons may have been pressed for longer than three minutes. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.